Manufacturer narrative:
Cmpl (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/09/2024, that on (B)(6)2024, the patient experienced a skin reaction. Date of event is an approximation. The patient experienced a skin reaction with inflammation, underneath sensor pod area only, which occurred an unknown number of days after the sensor had been inserted in the upper buttocks. The reaction was treated with a prescription of an oral antibiotic, cefalexin for 5 days. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.